Event description:
The complainant reported that during impella 5.5 support, placement signal abnormalities were observed, including intermittent ¿low placement signal¿ and ¿impella position unknown¿ alarms. The placement signal pressures displayed on the automated impella controller (aic) were reported to be consistently lower than the patient's blood pressure measurements obtained from multiple monitoring sources. Device position was assessed using imaging and initially demonstrated positioning against the mitral apparatus. The pump was repositioned to the mid-ventricular location away from surrounding cardiac structures. Following repositioning, the morphology of the placement signal improved; however, the placement signal pressures remained lower than the patient's measured blood pressure, and the condition persisted. The device continued to provide support and was not removed due to the reported condition. Based on subsequent investigation, the placement signal issue was determined to be potentially associated with the automated impella controller. The patient was subsequently weaned from support and the device was explanted. The explant was not considered premature and was unrelated to the reported event. The patient¿s outcome at the time of explant was survived. No signs or symptoms of patient injury or patient harm were reported in association with this event. This complaint involves two impella devices: impella 5.5, with serial number (B)(6) automated impella controller, with serial number (B)(6). This MDR specifically addresses automated impella controller, with serial number (B)(6) which is the subject of this report. Separate mdrs will be submitted for other devices associated with this complaint, as applicable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this automated impella controller device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.